Event description:
Boston scientific received information that this right ventricular lead was implanted into the rv apex for patient in complete heart block with intrinsic rate of 28 beats per minute which exhibited high pacing thresholds of 3.1 to 3.7 volts. Likewise, this rv lead had moved to the rv septum which worsened the threshold measurement to 4 volts at 2ms. On review, this lead exhibited loss of capture; however, there were no pauses greater than 2 seconds of asystole. Lead revision was performed with this rv lead being explanted and was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in these areas. In the course of further analysis, no deviations were noted which might be related to the clinical observation. In particular, the values measured during the electrical analysis proved to be within the technical specifications. There was no sign of a material or manufacturing problem.